Manufacturer narrative:
Multiple attempts to obtain additional information were unsuccessful. Device model number remains unknown. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
It was reported by the hospital that they encountered an issue with a fluid delivery/intravenous administration device. When the event was reported, the device model was not indicated and attempts to follow-up for more information were unsuccessful. The device was discarded by the user facility and not returned to the manufacturer for analysis. The report stated that the patient was receiving IV fluids, IV tylenol, and unasyn through the "manifold." It was reported that the IV tubing broke off at the junction of the filter and distal tubing. The report stated that the manifold was the same as the patient had from pacu the prior day, that the patient was in bed and there were no tangles of the IV tubing/set up noted. There were no patient complications reported as a result of the alleged event. No additional information, including patient information or amount of lost IV fluids, is available at this time.